Event description:
Company received a call from new york home health care on 03/11/1999. Called to report the following problem: no volume delivered with all light emitting diodes and constant single tone alarm.